Manufacturer narrative:
(B)(4). Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee procedure, a tasp instrument fractured while it was being inserted during trialing. There was no surgical delay or patient impact.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. A visual inspection of the provided photograph found the device to exhibit signs of repeated use (nicked / gouged) and the medial feature of the instrument has fractured. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.